Manufacturer narrative:
Of the 5 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that the one touch ping model pump experienced a display: ink spots issue. These reports were received from various sources. The patients associated with this allegation ranged from 11-70 years of age and between 127 and 127 pounds. Of the reported patients, 3 were male, 2 were female, and 0 were unknown.